Event description:
Follow up information indicated the patient had the scs system explanted.

Manufacturer narrative:
Corrected data: device was not explanted as reported in the initial MDR. The device is still implanted.

Event description:
Device 1 of 2: reference manufacturer report: 1627487-2018-02088. Additional information was received which indicated the patient's 3262 model lead was not explanted as previously reported. The explanted lead was actually the patient's 3189 model lead.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had ineffective stimulation from the scs system. The company representative met with the patient and reprogramming was not successful. X rays revealed the lead had migrated. The patient has elected to have the scs system removed.